Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.